Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they kept seeing 'no device found [16]' when trying to charge their implant over the last 2-3 days, then again today. The pt notified their pain doctor and they were redirected to patient services after resetting controller failed to fix the issue. The pt said they had 'gone through the book and everything,' trying to figure out how to get the implant to charge. Agent had the pt begin a charging session and the pt again got to screen [16] - agent instructed the pt to select 'recharge' and explained passive recharge mode (prm) to the pt. The pt said sometimes the recharger takes a while to locate the implant in their back. The pt reported seeing89 and 88, then 65-100 after barely touching/moving the recharger cord. After next cycle, the pt said they saw 80-100; agent explained the closer the number is to 100, the better. The next cycle, the pt saw 55-100-100. Agent explained the prm process can take 1-3 rounds of 10-15 minute cycles before charg ing implant like normal. Agent put the pt on hold and checked back in with them; they reported they now saw 'system problem [77]: rm03.' The pt confirmed their relay box and cord felt warm, but not unusually hot to the touch. Agent had the ptreset controller by removing and reinserting the li battery pack, then start prm charge again. The pt reported again seeing "100" in the middle of prm numbers, then [77]: rm03' came up again. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID , serial# (B)(6), product type recharger product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that there was a recharge antenna failure, cable insulation is pulled out from the donut and wires are exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.